Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm vollure¿ xc. The patient experienced ¿a severe reaction. The patient has what seems to be a cyst that will ooze puss.¿ the patient was treated with steroids and several antibiotics. Symptoms status is unknown. Healthcare professional (hcp) additionally reported the patient was injected with in the nasolabial folds with juvéderm vollure¿ xc. Three weeks later, the patient developed purulent nodule lateral to filler. Other fillers had been used in the e cheeks, midface, and lips, with a total of approximately 6 ml of product. The patient's medical history was negative for rheumatic or autoimmune diseases, immunosuppression, recent dental work, or recent vaccinations, but positive for a recent gastrointestinal infection. The patient later found out they had two unknown dental abscesses on the side of the reaction. The nodule worsened over a month and nearby filler became inflamed despite two incision and drainage procedures (with extensive purulent drainage), intralesional injections of triamcinolone acetonide (il-kenalog), 5-fluorouracil (5fu), and hyaluronidase (hylenex) two to three times, and a course of antibiotics (two weeks of dicloxacillin 100 mg twice daily, followed by four weeks of minocycline 100 mg twice daily and clarithromycin 500 mg twice daily). Bacterial cultures were negative twice, and punch biopsy tissue was sent for pcr testing of bacteria, mycobacteria, and deep fungal infections, but none were found. In mid-december(about 2 months later), the patient's condition improved rapidly when they started taking prednisone 30 mg daily (although it was delayed due to a history of profound steroid psychosis). However, inflammation progressed again in late december(2 weeks later) despite ongoing prednisone 40 mg daily, minocycline, and clarithromycin. The patient was referred to a dentist for x-rays to rule out dental abscesses, and two dental abscesses were found. The teeth were pulled, but no cultures were taken, and the patient was put on augmentin and clindamycin for times ten days. The oral surgeon does not believe the initial purulent nodule was related to a dental sinus. No improvement found after weeks. Patient stopped taking prednisone and inflammation worsens. Patient had a biopsy taken of rock hard midcheek. Hcp does not think they went in deep enough. Hcp is still concern about a possible granulomatous filler reaction. The biopsy results show that there are a few multinucleated giant cells, mostly edema (swelling), minimal neutrophils, and no signs of bacterial or mycobacterial infection. Hcp injected k40 and 5fu with hyaluronidase(hylenex), but there has been minimal improvement and spontaneous purulent drainage again. Symptoms are ongoing.